Event description:
Caller reports patient tested 7.1 inr on the coaguchek s system and 3.9 inr on a comparison lab. No treatment based on device results. No adverse event reported. Requested return of suspect system and replacement sent.